Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 153 mg/dl, 260 mg/dl,270 mg/dl.at the time of the incident. Current blood glucose was 174 mg/dl then 53 mg/dl .the customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with drinking something. Customer will not returned device for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
The event date has been changed to (B)(6) 2018.